Event description:
It was reported that the programmer displayed an error message. It was able to be cleared by cycling the power to the programmer on and off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.